Manufacturer narrative:
It was indicated that the product used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation. In the event that the involved product is received and an evaluation completed, or if new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the product interruption of monitoring and inability to read with motion. Issues with the adhesive properties of the sensor were also reported and increased alarms since implementation. No consequences or impact to patient were reported.